Event description:
A report was received that the pt underwent a pocket revision due to charging difficulty. During the revision, the physician replaced the ipg. The pt is reportedly doing well.

Manufacturer narrative:
The explanted device will not be returned to bsn for evaluation, as it remains at the medical facility.